Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event information. Further information was requested but not received.

Event description:
It was reported that patient experienced an infection at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was explanted to address the issue.

Manufacturer narrative:
A patient experienced an infection at the ipg site was reported to abbott. Surgical intervention was undertaken wherein the ipg was explanted. The patient was administered antibiotics to address the issue. Infection has resolved. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown. The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates that patients whole system was explanted on (B)(6) 2024 except for one lead. Patient was administered antibiotics to address the issue. The lead was cut at the skin level and left implanted. Surgical intervention was undertaken on (B)(6) 2024 wherein cut lead was completely explanted. Infection has resolved. The investigation was unable to determine the lead that associated with the issue.

Manufacturer narrative:
B5 correction- patients whole system was explanted except for one lead rather than just ipg.